Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis was able to confirm that the programmer screen goes black. The programmer powered off when a universal serial bus (usb) was plugged into the damaged usb ports. The micro processor unit (mpu) was replaced. The hard drive was reconfigured, and the software was reloaded and updated. A stylus was added and calibrated to the programmer. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display screen turned black in the middle of a procedure. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer was returned for service and subsequently tested out of specification during manufacturer's analysis.